Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Investigation of the returned device showed that an alarm had been generated, indicating that the pod reached the expiration time of 80 hours. This alarm is a safety feature of the device and not a failure of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl) while wearing the pod longer than 48 hours on the abdomen. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod.